Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: during the trend review of all infection complaints for gel breast implants for the period of july 2022 through june 2024. Were noted, two outliers in july and november 2022. The additional analysis performed, shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found, which could be associated to the infection event. So, no additional, actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection & rupture

Event description:
Healthcare professional reported, right side rupture. And possible breast infection with body inflammation. The device remains implanted.